Event description:
The following information was received from global pharmacovigilance (gpv) is a spontaneous report by a baxter employed health professional from (B)(6) of diarrhea, vomiting and bacterial peritonitis with culture positive for (B)(6) in a patient coincident with dianeal therapy. On (B)(6) 2012, the patient experienced diarrhea, vomiting and peritonitis manifested by abdominal pain and cloudy effluent. That same day, the patient was hospitalized. On an unreported date, the patient began treatment with cefa and fortum. The cause of the peritonitis was diarrhea. The patient recovered. The professional stated that the event of peritonitis was unrelated to therapy.

Manufacturer narrative:
(B)(4). This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The assignable cause is no device malfunction or use error.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, the patient was recovered from the event peritonitis with culture positive for (B)(6) and was discharged from the hospital.recovered from peritonitis on ((B)(6) 2012).